Event description:
Pt reported she couldn't activate the display on the infusion device with any button on (B)(6) 2011. Pt stated she changed the battery and the display switched on. Pt reported on (B)(6) 2011, she attempted to give a bolus but couldn't activate the buttons. Pt stated her blood glucose level was okay. Pt reported she injected the bolus via the pen. Pt stated she changed the battery; no success. Pt is currently receiving stationary treatment due to surgery on her shoulder. No further info is available. Pt was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.